Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets) has been confirmed. Upon investigation the monitor was resetting and unable to complete incoming functional testing. The cause for the failure was the insulated-gate bipolar transistor (igbts) q13 on the defibrillator pca was shorted. The root cause for the shorted igbts was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was resetting.